Event description:
It was reported that patient said the purewick urine collection system was not suctioning until accessories kit was disassembled and reassembled for water suction test. Test conducted and system passed test. It was unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. Used with female wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said the purewick urine collection system was not suctioning until accessories kit was disassembled and reassembled for water suction test. Test conducted and system passed test. It was unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. Used with female wicks per customer via email on 02oct2025, it was reported that he had the purewick for about a year and it is not generating any vacuum. This is for my wife¿s use and is becoming very frustrating. I¿ve done all of the troubleshooting with a staff member from your company and it¿s just not working. What can I do? It¿s bad enough that my wife has multiple issues without adding to it with a machine that doesn¿t perform properly.